Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Prior to deployment of the stent, guide catheter support was lost resulting in dislodgement of the stent from the balloon catheter causing the stent to embolize distal to the target lesion site. The sds was withdrawn from the pt without complication and another balloon catheter was used to successfully deploy the stent at the target lesion site in the pt's right coronary artery. There were no clinical sequelae reported relative to this event.